Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken wire was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.